Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider reporting that the recharging issue has been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: unknown, product type: recharger.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient's connector pin on their desktop charger (dtc) was bent. The rep further indicated that the patient was distressed as they need to recharge their device. The patient was unable to provide the serial number of the device. No further complications were reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID (B)(4) serial# (B)(4): product type recharger: the desktop charger was returned. Analysis of the desktop charger (dtc) confirmed that the connector pins were bent. If information is provided in the future, a supplemental report will be issued.